Manufacturer narrative:
The ge service rep tested the system and ordered the sram card and battery. Parts were ordered for the system.

Event description:
The customer reported the 9600 system gave a check sum error and the boot up was terminated. No pt injury was reported.